Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call reported via phone call that, the customer had low blood glucose of 20 mg/dl and went to emergency room on (B)(6) 2020 and discharged on same day. The low blood glucose was treated with glucagon shot and food. Customer ate some chocolates and a banana before going to bed. Based on customer report does customer believe pump is over-delivering. The significant event leading to hospitalization was not waking up. The customer was not using auto mode or smart guard function at the time of the event. The insulin pump will be returned for analysis.